Event description:
Pt reports hospitalization.

Manufacturer narrative:
The pump has not been returned to animas for eval. The pt does not believe this event was related to a malfunction of the device and has continued to use the pump with no subsequent adverse events. Animas has conducted a review of the device history record for this pump, and it was operating within required specs at the time of release. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.